Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain two of five of their therapy. The patient had drained 128ml of an expected 1998ml at the time of the alarm. During troubleshooting, it was noted that the pin on the stay safe connector was loose. It was also discovered that there was fluid on the patient¿s bed. The technical support representative assisted the patient with rebooting the cycler and cancelling the treatment. The patient removed the supplies and verified that there was no fluid within the cassette compartment of the cycler. The technical support representative advised the patient that they could reboot the cycler and start over with new supplies. The patient stated that they would use manual treatment to complete their therapy. The patient¿s nurse contacted technical support the following day and stated that the leak originated from the connector which had two pins in it. At this point in time, there was no report of patient injury or medical intervention required as a result of the leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.